Manufacturer narrative:
(B)(4) fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported via the china regulatory body that the rt380 adult dual heated evaqua2 breathing circuit had an air leakage in the tubing. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). Method: the subject rt380 adult breathing circuit, additional information and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for analysis. The device was not returned to f&p healthcare in new zealand. Our investigation is therefore based on the limited information provided by the healthcare, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility reported that the rt380 adult breathing circuit had 3000 ml air leakage when connected to ventilator. Conclusion: based on the limited information provided by the healthcare facility, we are unable to confirm the reported issue or determine the cause of the reported event. The user instructions which accompany the mr850 respiratory humidifier include the following: · ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. · visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. · check all connections are tight before use. · perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. · appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A healthcare facility in china reported via the china regulatory body that the rt380 adult dual heated evaqua2 breathing circuit had an air leakage in the tubing. There was no patient involvement as the issue was found whilst the device was not in use on a patient.